Event description:
The lay user/patient contacted lifescan in 2007 and alleged that his one touch ultra meter was not powering on. The patient reported that the alleged power issue first occurred one week earlier in the morning and stated that as a result of not having tested for a few days, he experienced symptoms of dizziness and nervousness. He did not receive/require any medical attention. At the time of troubleshooting, it was verified that this was not a new product and that there was no meter trauma. The batteries were checked and they were correctly installed. The pt was using the correct test strips. However, the battery was not replaced per the owner's manual (use error). The power issue were not resolved. This complaint is reported because the pt alleged he was not able to test on the meter due to the alleged power issue for a few days and developed symptoms. Replacement products were sent to the lay user/ patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.